Manufacturer narrative:
Initial reporter email address: (B)(6). The reported events exposure and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure and infection.

Event description:
Healthcare professional reported right side "peri prosthetic infection (exposure)". The device has been explanted.

Event description:
Healthcare professional reported right side "peri prosthetic infection (exposure)" the device has been explanted.